Event description:
The customer reported beta human chorionic gonadotrophin (bhcg) quality control (qc) out of range involving the unicel dxi 800 access immunoassay system. The customer stated diluted quality control was within specification but did not correlate with peers. Patient samples were not analyzed at the time of the event. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt precision pumps and verified system performance by completing successful dil-test, pipettor matching, and low volume matching service routines. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to a faulty precision pump. A definitive root cause is unknown. (B)(4).